Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Patient additionally reported ""problems with my hands and arms", "swelling", "redness", "pallor", "change in temperature", "severe pain", "severe pain in neck", "extreme vascular and neuro problems in my upper extremities", "unable to use my hands", "several acute bilateral posterior rib fractures without trauma or incident", "rib fractures" and "developed severe rib pain." These events are not device related. Patient also reported "developed severe back and chest pain." Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw 5092449. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Patient additionally reported ""problems with my hands and arms", "swelling", "redness", "pallor", "change in temperature", "severe pain", "severe pain in neck", "extreme vascular and neuro problems in my upper extremities", "unable to use my hands", "several acute bilateral posterior rib fractures without trauma or incident", "rib fractures" and "developed severe rib pain." These events are not device related. Patient also reported "developed severe back and chest pain." Device has been explanted.